Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Manufacturing location: (B)(4). Manufacturing date: march 15, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right tibial nail insertion, a bone fragment was noted during reaming of the tibial canal, approximately three quarters of the way into canal. The bone fragment was the result of the patient's injury and not of the surgical reaming. This bone fragment blocked the insertion of the nail. The surgeon removed the nail and re-inserted it three additional times. During the third insertion attempt, the threaded tip of the driving cap broke off cleanly inside the aiming arm. There was no fragment generated into the surgical field. The threaded tip of the driving cap was easily retrieved in its entirety from the aiming arm. Another driving cap was available for use and was used successfully with the aiming arm. The surgeon was able to reposition the bone fragment into its original place and then successfully insert the nail. There was a twenty-five to thirty (25 to 30) minute surgical delay. There was no further patient harm reported. The surgery was completed successfully. No additional information was available. This is report 1 of 1 for (B)(4).